Manufacturer narrative:
E1: initial reporter phone:(B)(6). The device did not return for analysis. When device returned and investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use, it was noted that while retracting gas kept entering the hemostatic valve of the sheath. After injecting the liquid, the negative pressure in the syringe disappeared, confirming that it was not possible to close tightly. Air was seen inside the sheath with bubbles in the flushing line. The faradrive was replaced and the procedure was completed successfully. No patient complications were reported.